Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was noise on both atrial and right ventricular (rv) electrocardiogram (egm). It was noted that this was c consistent with 60hz alternating current (ac) power. The device remains in use. No patient complications have been reported as a result of this event.